Manufacturer narrative:
The events of breast tightness and stabbing pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast tightness and stabbing pain.

Event description:
Patient reported "breast tightness and a stabbing pain". This report is for the right side. The device was explanted.